Event description:
Catheter's breakage near the surecuff, the broken portion migrated into the pulmonary artery. The catheter was implanted in 2007. Incident occurred in nine months later.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar prod complaint files(s) from this lot.